Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they received intermittent calibration not accepted alerts. The customer's sensor was reading 2.2 mmol/l but their blood glucose level was 11.8 mmol/l. In the alarm history two calibration not accepted, two suspend on low, and three suspend before low alerts were found. The customer was advised that the device would be replaced and agreed to return the product for analysis.